Event description:
It was reported the pt experienced a decrease in coverage and was unable to maintain coverage in the left leg after several reprogramming attempts. X-rays revealed the lead has shifted to the right. The pt was referred to a surgeon for surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.